Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was unable to obtain ECG signal and analyze via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.